Event description:
It was reported that the left ventricular, (lv) epicardial lead was causing pocket stimulation. A new lv lead was attempted and not used because the physician felt that a smaller diameter lead would optimize threshold and stability. The epicardial lv lead will remain in use for 3 months and then be programmed off after the newly implanted lv lead is matured. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2014. (B)(4).